Event description:
It was stated that the customer received a large amount of insulin. The paramedics were called for assistance, and assisted the customer. It was unk how the customer received so much insulin. The nurse educator did not have the insulin pump with her at the time of the call for troubleshooting. Advised to have the customer call back for troubleshooting when he is available. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.